Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged, ar-9618-24, 24 mm primary reamer, serial/batch number (B)(6), was received for investigation. Visual evaluation noted that the cutting blades were dull and nicked. Additionally, the laser marks were faded. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. The manufacturing date is 2019.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/23/2024 it was reported by a sales representative via (B)(4) that (qty. 6) of an ar-9618-24 primary reamers had grown dull. This was discovered during the case with no patient harm.